Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 170 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure test passed. The customer stated that the cannula of the infusion set she was using at the time of the event was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.